Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: - was there an alleged deficiency of the surgiflo that caused or contributed to the patient¿s post-operative infection and poor wound healing? No alleged deficiency of products. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a l cervical posterior wound exploration, lesion clearance, perfusion, irrigation and drainage procedure on (B)(6) 2024 and a absorbable hemostat was used. The patient underwent surgical treatment for cervical spine injury. During the operation, absorbable hemostatic fluid gelatin and absorbable hemostatic gauze were used to stop bleeding. There were no malfunctions during the operation and the patient was discharged. Two weeks after surgery, the patient developed wound infection and poor healing. On the 16th day after surgery, a cervical posterior wound exploration was performed to remove the lesion, perfuse and drain it. After using cefoperazone sulbactam, the patient's infection improved until the wound was completely healed upon discharge. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. How much surgiflo was used? 8. What technique was used to apply the surgicel? 9. Was the surgicel product left in place? 10. Was surgiflo removed or left in the patient after hemostasis? 11. How long was the surgery? 12. What were current symptoms following the index surgical procedure? Onset date? 13. Were cultures performed? If yes, results? 14. Was the type of bacteria identified? 15. Did the patient undergo a patch test? 16. Has any surgical or medical intervention been performed? 17. What is the surgeon¿s opinion of why the patient experienced an infection? 18. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and poor wound healing? 19. What is the patient¿s current status? 20. What is the users experience w/ surgiflo and surgicel? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h 6. Health effect - impact code, h 6. Type of investigation. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? On (B)(6)2024., the patient underwent surgical treatment due to cervical spine injury 2. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Address active bleeding. 3. What were current symptoms following the index surgical procedure? Onset date? --2024.sep 4th, the patient underwent surgical treatment due to cervical spine injury, during which surgiflo and surgicel were used for hemostasis, without any failure during the operation, and was discharged. Two weeks after the operation, the patient had wound infection and poor healing. On (B)(6) 2024, the patient underwent posterior cervical wound exploration, focal debridement, perfusion, irrigation and drainage. After the use of cefoperazone sulbactam, the patient's infection was improved until the wound healed completely after discharge. 4. Has any surgical or medical intervention been performed? On (B)(6) 2024, the patient underwent posterior cervical wound exploration, focal debridement, perfusion, irrigation and drainage. After the use of cefoperazone sulbactam, the patient's infection was improved until the wound healed completely after discharge. 5. What is the surgeon¿s opinion of why the patient experienced an infection? Unsure, maybe relate to low patient resistance and drinking 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection and poor wound healing? No 7. What is the patient¿s current status? Discharged 8. What is the users experience w/ surgiflo and surgicel? Normal the following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. Where was the surgicel used (on what tissue)? 4. How much surgicel was used during the procedure? 5. How much surgiflo was used? 6. What technique was used to apply the surgicel? 7. Was the surgicel product left in place? 8. Was surgiflo removed or left in the patient after hemostasis? 9. How long was the surgery? 10. Were cultures performed? If yes, results? 11. Was the type of bacteria identified? 12. Did the patient undergo a patch test? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.